Event description:
It was reported ¿the physician opened the package and found the lead was kinked.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additionally, please note the lead lot number has been update from va0h2zz to va0hz22 at this time. Device evaluation: analysis of the lead found ¿the distal tip of the lead was bent.¿